Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 pocket e5 failed with a "device not detected on bus" error. Attempts to recover storage and reboot the system were performed; however, the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4.2 showed no led activity on the last row board, indicating a connection issues. The field service engineer (fse) powered off the station, removed the drawer side panel, reseated all row board ribbon cables, reassembled the drawer, powered the station back on, ran the hardware test application final test, and confirmed proper operation was restored. The system functioned as intended after the field service engineer repaired the device.